Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17656509.

Event description:
It was reported that both of the patients leads had high impedances. The patient underwent a revision procedure wherein only one of the leads was replaced. It was noted that the other lead was identified as partially severed and was left in the patients body. The explanted lead was not returned as it was kept by the medical facility.